Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the device has a kink in the second ring causing the uv adhesive band to lift. Also due to this condition there is a small char in r2. An rf ablation test was performed by using the maestro 3000 and the device was found within specifications. An electrical test revealed a short between the tip and me2. The device was disassembled and the me2 wire, the stiffening rod and the guidecoil were found peeled at about 35cm from the handle. A curving test was performed and the steering and lock knob work properly in lock and unlock positions. The device curves to the right side, but is does not curve to left side. The device was dissected finding a detached steering wire and with a residue of heat shrink tubing (which is part of the kevlar), and the center support kinked at 16mm from the tip. The right curve passed the template curve test, however, the device does not curve to the left side. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that during a atrial flutter ablation treatment procedure, a noise electrogram and steering issues occurred. The target lesion was located in the right atrium. This intellatip mifi xp temperature ablation catheter was selected the device was connected properly and was working properly; however, after a short period of time, they started to notice noise on the electrograms and the physician noticed that he was not able to steer the catheter in both directions anymore. He was only able to steer it in one direction so he removed it from the body and confirmed that it was only able to steer in one direction. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed small char on the catheter.